Event description:
It was reported that episodes of atrial fibrillation were observed. The patient received inappropriate shocks and inappropriate atp therapy. The atp accelerated the arrhythmia. Physician elected to change patient medication. Patient condition was good.

Manufacturer narrative:
.